Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 8 years, two and a half months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), an echocardiogram was performed and showed severe aortic stenosis, calcific degeneration, and mild-moderate central aortic regurgitation. Calcium was observed in the sinotubular junction and under the left coronary cusp and non-coronary cusp. Of note, a maximum velocity of 4.3m/s, a mean pressure gradient of 44mm hg, and doppler velocity index of 0.24 were recorded. The patient was sized for a tav-in-tav procedure; however, no treatment was performed. No patient complications were reported as a result of this event.